Manufacturer narrative:
Inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 145 mg/dl while the sensor glucose reading was 53 mg/dl. The customer mentioned change sensor alarm. The customer did not troubleshoot. The sensor will be returned for analysis.